Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the reservoir set had air bubble issues. Customer's blood glucose at the time of the incident was 273 mg/dl. Troubleshooting was provided but issue was not fully resolved. Product is not expected to return.